Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white female patient had impella 5.0 pump inserted in the operating room (or) with no issue. Physician noted that during explant there was a papillary muscle rupture. The patient was bridge to durable ventricular assist device (vad) and is now awaiting open heart transplant (oht). The physician stated impella may not have been the sole cause of the rupture but did provide mechanism for the rupture.